Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported they received an error message "oxygen pressure low" on the electronic pt gas system (epgs). The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.